Event description:
Medtronic received information that after the use of an autolog washkit, it was reported that during patient transport that there was blood leaking beneath the autolog iq machine.it was also reported that during the procedure(for rcsov: ruptured coronary sinus of valsalva,mvr: mitral valve replacement and tva: tricuspid valve annuloplasty) there was no machine alarm and no blood leak observed. The surgery was completed and the patient was prepared for transfer. Upon thorough inspection, it was seen that the blood leak was coming from the disposable kit. Blood was dripping from the kit to the centrifuge and down to the machine.no additional blood transfusion was required. The remaining blood from the kit was enough. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.